Manufacturer narrative:
01/04/2016 03:40 pm (gmt-5:00) added by (B)(4): multiple attempts were made to obtain additional information related to the even however the customer elected to not respond.

Event description:
The customer reported that during a case in the ccl the patient coded. An iabp was connected to the patient however it would not trigger, but a good ECG was noted. The patient was switched to another iabp and a second iabp that would not power up. A third iabp was retrieved and was used without issue. Additional follow up on the event details, revealed that the patient was actually ¿near to code situation¿ and survived. The reported injury was not attributed to the iabp. It was not possible to clarify if the patient condition, near to code situation, occurred prior to or during the initiation of iab therapy. Note: the second iabp that would not power up has been reported on another complaint and will be submitted on asr..

Manufacturer narrative:
(B)(4). The service representative then questioned the end user that was present during the event, and the costumer representative told him, that they were unable to insert the fiber optic connector into the iabp. They had a good EKG signal but a flat line on the pressure signal, since the fiber optic cable would not fit on the iabp. The health provider then tried to get another pump and the cable fit in that one, but that iabp would not turn on, and when they used the third pump the cable fit normally and the therapy was continued. The service representative inserted his test fiber optic cable in the iabp, with the reported malfunction, with no issue observed. The service representative asked the customer to try it also, and they had no issue inserting the cable. The service representative was unable to duplicate any of the issues that the customer previously had with the iabp. The iabp was tested to factory specification. It functioned normally and was returned to the customer (B)(4). The company representative tested the iabp and found no issue with the triggering system. The service representative evaluated the fault logs and no errors were recorded in the faults logs related the reported event. The service representative then questioned the end user that was present during the event, and the costumer representative told him, that they were unable to insert the fiber optic connector into the iabp. They had a good EKG signal but a flat line on the pressure signal, since the fiber optic cable would not fit on the iabp. The health provider then tried to get another pump and the cable fit in that one, but that iabp would not turn on, and when they used the third pump the cable fit normally and the therapy was continued. The service representative inserted his test fiber optic cable in the iabp, with the reported malfunction, with no issue observed. The service representative asked the customer to try it also, and they had no issue inserting the cable. The service representative was unable to duplicate any of the issues that the customer previously had with the iabp. In an unrelated repair the coiled cable (part number 0012-001801) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that during a case in the ccl the patient coded. An iabp was connected to the patient however it would not trigger, but a good ECG was noted. The patient was switched to another iabp and a second iabp that would not power up. A third iabp was retrieved and was used without issue. Additional follow up on the event details, revealed that the patient was actually near to code situation and survived. The reported injury was not attributed to the iabp. It was not possible to clarify if the patient condition, near to code situation, occurred prior to or during the initiation of iab therapy. Note: the second iabp that would not power up has been reported on another complaint and will be submitted on asr.